Event description:
The user facility reported that the doctor attempted to advance the runthrough wire via femoral access; however, he noticed the tip of the wire was deformed. Concerned about safety, the doctor used a new runthrough to continue the case without further problem. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported, and the patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. Visual and magnifying inspections: the niti-core wire had been fractured at the platinum coil section. The fractured section at the distal end had been connected with a coil. The coil had been elongated (the coil pitch had been opened) in the fractured section of both at the distal side and main body side. The coil on the fractured section at the distal end made elongated. As a result, a fractured section of niti-core wire was found. No anomaly was found in other sections. Electron microscopic inspection: the fractured sections of the niti-core wire on both the distal side and main body side had been tapered. Dimple patterns (hole-shaped patterns) were found on the fractured surface on both the distal side and main body side. Confirmation of the missing length: length of the niti-core wire at the distal side (from the distal end to the fractured section): approximately 13mm. Length of the niti-core wire at the main body side (from the fractured section to the joint between the platinum coil, stainless steel coil, and niti-core wire): approximately 17mm. The total length of niti-core wire was approximately 30mm. It met the factory's specifications and was likely that there was no missing part. Confirmation of the outer diameter of stainless-steel coil section met the factory's specifications. No anomaly was found. History investigation of the product with the involved product code/lot number found no anomaly in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Simulation test: based on our past knowledge, we have been aware that the guidewire was fractured when the following force a) - d) was applied. We have also been aware that there was regularity in the shape of fractured section on the wire depending on the mechanism leading to the fracture. A. When pulling force was applied. · fractured surface: dimple pattern was found. · fractured section: it was tapered. This condition was to that of the actual sample. B. When repeated 90° bending force was applied. · fractured surface: radial patterns and dimple patterns were found. · fractured section: it was almost flat. C. When pulling force was applied in a looped state. · fractured surface: it was twisted, and dimple patterns were found. · fractured section: it was curved. D. When torque force was applied. · fractured surface: spiral patterns and dimple patterns were found. · fractured section: it was twisted. We have been aware that when the removal operation is performed under each condition of a) - d), the platinum coil is unraveled and elongated. Based on the investigation result, as a possible cause of this case, following factor was inferred. However, due to the severe damage to the actual sample, it was not possible to clarify the cause of trapping. The distal end of actual coil was trapped for some reason. In that condition, pulling force was applied to the involved section, causing the niti-core wire inside the platinum coil to fracture. Subsequently, removal operation was performed. As a result, the platinum coil was elongated. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.